Event description:
The patient was transported by emt to the ER in 2009. During transport, an external defibrillation was applied to the patient. The next day upon interrogation, the device was in backup vvi mode without hv therapy. The device was explanted.

Manufacturer narrative:
Na

Manufacturer narrative:
The ICD was in backup vvi mode as received. The ICD went into reset while charging for fib. The cause of the reset was due to a low battery voltage. The device was found to function normally both on the bench and during the automated electrical test system. The device current measurement was normal. The vendor destructively analyzed the battery but detected no anomalies. It is believed that the rv lead was damaged, resulting in excessive charging that depleted the battery.

Event description:
It was reported that the implantable neurostimulator turned itself off three times. No other clinical information was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.